Event description:
It was broken into 10 pieces [device breakage]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device breakage and no adverse event in a female patient from the united states. The patient's age at the time of experience was not reported. On 18-aug-2023, amneal pharmaceuticals received information from the pharmacist concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). On an unknown date, the patient received epinephrine injection usp (auto-injector) 0.15 mg (lo# g220607x, exp date: sep-2023) for an unknown indication. Co-suspect medication, concomitant medication, medical history, concurrent condition, history of procedures/ surgeries, history of allergies, history of smoking, alcohol consumption and recreational drug use were not reported. Laboratory tests were not reported. On an unknown date, the patient received a completely sealed epinephrine injection usp (auto-injector) from her pharmacy. On an unknown date upon opening the sealed medication the patient noticed that it was broken into 10 pieces. Last action taken with epinephrine in relation to device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device breakage and no adverse event were unknown. The reporter assessed the causality of events device breakage and no adverse event as not reported. This case was considered as non-serious. The reportability of this case was periodic. Follow up (#1) was received on 22-aug-2023: follow up information was received from the patient via viatris. New information received included; reporter and patient name updated, reporter contact detail added and product strength was updated from 0.15 mg to 0.3 mg. The patient received epinephrine injection usp (auto-injector) 0.3 mg. Last action taken with epinephrine in relation to device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device breakage and no adverse event were unknown. The reporter assessed the causality of events device breakage and no adverse event as not reported. This case was considered as non-serious. The reportability of this case was periodic. This significant follow up (#2) information received on 06-sep-2023. New information received includes qa investigation report, attached with this case. On 18-aug-2023, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g220607x, epinephrine injection usp (auto-injector) broken into 10 pieces. The investigation complaint sub-type based on the complaint information was determined to be for defective injector. The cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging of the device at phillips. An investigation was performed by phillips for the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during the assembly of this lot that could have led to the defect reported by the customer. The lot met all acceptance criteria before release and distribution. There have been no other complaints reported for lot g220607x for the past 24 months. There have been 16 other, similar complaints reported in the complaint category defective injector in the past 24 months. None of the 16 similar complaints were attributable to the manufacturing process. Based on the retain review and testing, the reported complaint was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation as it was discarded by the customer. Due to lack of details regarding this complaint and since a complaint sample was not returned, a root cause of user error could not be determined. The investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot g220607x for the complaint category defective injector, for the reported complaint determined the manufacturing or assembly did not contribute to the reported complaint. Based on the retain review and testing, the reported complaint was not confirmed as the retain conformed. The investigation concluded that the subject lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device breakage and no adverse event were unknown. The reporter assessed the causality of events device breakage and no adverse event as not reported. This case was considered as non-serious. The reportability of this case was periodic. Follow up (#3) information was received on 09-may-2024: significant follow up information was received from the patient via an email from regulatory authority us food and drug administration (reference number: aer# (B)(4) ). New information included; reporter detail (middle name), patient detail (initials, current condition), product details (indication, exp date updated) were added and event device breakage was assessed as serious. Initially the case was processed as non-serious, periodic. Upon receipt of follow up on 09-may-2024, event device breakage was considered medically significant, and case was upgraded to serious, expedited. The patient received epinephrine injection usp (auto-injector) 0.3 mg (lo# g220607x, exp date: 30-sep-2023, ndc: 0115-1694-49) for anaphylactic reaction. Current condition included anaphylactic reaction. It was reported that, epinephrine auto injector was experiencing an anaphylactic reaction and went to deploy the auto injector. The auto injector broke into 10 pieces. Since the patient was unsure of how much medication was delivered or if any was delivered, the patient was forced to use a second auto injector. As a precaution the patient went to the hospital under the advisement of her allergist, where the patient was admitted and observed. After the patient was released from the hospital, she contacted the manufacturer, and they did not provide any assistance. The cartridge was recovered later by her therapy cat. Last action taken with epinephrine in relation to device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device breakage and no adverse event were unknown. The reporter assessed the causality of events device breakage and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.